Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had reservoir area was chipped and received all error codes-motor ¿ button- a and e error codes. Customer's blood glucose value was unknown. Customer stated that insulin pump was reject new battery put in once. Customer stated that insulin pump rewind more than once when doing reservoir change, happening very frequently. The device will not be returned for analysis.